Event description:
During insertion of PICC line, pt had the following symptom: chest pressure, nausea, facial flushing, feeling faint. The symptoms had been resolved after 20 minutes. Treatment: benadryl 25 mg po. Outcome of PICC line: PICC line remains insitu.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product complaint file(s) from this lot. (280436).